Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image disappears) was not confirmed or duplicated. In addition, service found the cables were scratched and buckled. The contact was corroded, the adapter lens was adhered, and the cables were flooded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image was flickering (image would appear and disappear). Reportedly, disconnection was suspected. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the reportable malfunction of image disappears.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was likely that the video did not function correctly due to scratches, buckling or flooding of the cable and contact corrosion, resulting to the phenomenon ¿screen flickers¿ (no image appears). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information has been received stating that "the screen flickered (no image) due to suspected disconnection" occurred before the procedure. The procedure name is "tur". The purpose of the procedure is treatment. The procedure was completed with an equipment change. No procedural delay. A pre-use inspection was performed.